Manufacturer narrative:
This report is being sent as follow-up no. 2 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned to terumo medical corporation for evaluation. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is no air left in the balloon. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the inflation tube to the balloon tab. The sample failed leak testing. The sample was placed under microscope to get a look at the location of the leak. There is an incomplete weld around the inflation tube and balloon tab. The complaint can be confirmed for air leakage issues. The cause is an incomplete weld around the inflation tubing and balloon tab that causes a leak on one side of the tubing channel on the tab. The operations quality engineer was notified, and this complaint was added to the scope of the nonconformance report (nc). The nonconformance (nc) will contain root cause analysis and corrective actions. Review of device history record (DHR) cannot be completed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information to section b5, to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. D4: lot number: potentional lot number is 00389701011356.

Event description:
The user facility reported that the patient (pt) had an interventional radiology (ir) neuro-endovascular procedure with a radial approach. A tr band was placed post procedure and inflated with 14ml of air. The interventional radiologist (ir) was certain that they inflated the cuff with 14ml of air. Upon arrival to the intensive care unit (ICU) the registered nurse (rn) assessed the site and the tr band appeared to be inflated. When the registered nurse (rn) went to remove the air, the cuff was already deflated and there was no air to be withdrawn. The registered nurse (rn) notified the interventional radiologist (ir) and multiple interventional radiology (ir) staff to the bedside. The patient (pt) had no bleeding or hematoma noted and exhibited no signs or symptoms of bleeding or hematoma. The registered nurse (rn) was instructed to keep band after removal.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3: patient sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: logistics. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.